Event description:
The lead was explanted when inappropriate therapies and several aborted shocks were observed due to an insulation defect of the lead. The device was implanted subpectoral and it is believed that the lead was crushed as it rubbed between the pt's ribs and the ICD.